Event description:
Cardiovascular interventionalist was trying to deploy a cover stent (bard lifestream). The stent did not expand completely and required the interventionalist to retrieve it with snare to prevent serious complication, including death.